Event description:
It was reported that while a nurse was attempting to disassemble a trapeze installed on a barimaxx ii bed, two bars across the top of the trapeze assembly fell on both the pt and the nurse. Reportedly, the bar fell on the nurse's hand causing a laceration that required stitches. The pt reported the bar fell on their forehead but they were not injured.